Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, it was noted that the right ventricular lead insulation had degraded and fell apart. The lead was capped and replaced during the procedure on (B)(6) 2021. The patient was stable.